Event description:
Customer's mother reported driver arms being very difficult to move up and down. The mother also reported that the pump was not delivering insulin. No additional details were provided.